Manufacturer narrative:
Other, other text: additional information is provided in d.10., h.2., h.3., and h.6. Functional testing was performed, and the reported failure was not confirmed. The root cause for this event is unknown. The service history review identified no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.(B)(4) located in sections g.1., please direct those to the following: (B)(4).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump was alarming primary audible alarm. Both post and background test alarms were being generated. No patient injury reported.